Manufacturer narrative:
Analysis of the 9735669 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during functional endoscopic sinus surgery (fess) procedure. It was reported that straight suction failed to verify 4-5 in the navigation task possibly due to metal interference and the images would not update and the crosshairs were red. Surgeon tried bringing multiple instruments into the emitter field however the crosshairs remained red and the images would not update. Medtronic representative reverted back to registration task and verified the registration probe. Then moved back into navigate task and the verified the straight suction which resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.